Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the complaint chamber was returned with the water feed tube separated from the bag spike. Visual inspection identified that a sufficient amount of glue was found on the water feed tube and the glue was found to be slightly sticky. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed during use, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked at the connection between the water feed tube and the bag spike of an mr290 autofeed humidification chamber after a few hours. The hospital further reported that the water feed tube separated from the bag spike when they pulled the spike from the water bottle. No patient consequence was reported.